Event description:
It was reported that during the implant procedure there was undersensing, an apparent "silent atrium", and no capture due to a pericardial patch. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon inspection, it was noted that all conductors of the lead were distorted/fractured and there was blood/body fluid in all conductors (not obstructed). Upon visual inspection, it was noted that the inner tubing of the lead was kinked/buckled and torn/cut. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism. The stylet was stuck in the distal lead coil. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that there was apparent explant damage to the lead.